Event description:
The patient stated that her right side "is like she had a stroke"; her reflexes had changed to where she couldn't use her right side. She stated her symptoms were near the catheter pathway. An MRI was done in late 2008; no remarkable changes were noted. The pump status was checked post MRI and was found to be normal. The patient had an appointment 3 days later with her physician and her symptoms were much better. Her neurological evaluation was normal. No symptoms of a stroke were noted. The medication being delivered via the pump was not reported. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.